Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. The sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Additional information has been requested regarding the type of catheter adapter in use, if the patient recovered from the event of peritonitis, and if the patient was re-trained on proper procedures. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Since this product sample is not available for evaluation any problem or specific causal agent cannot be determined for this case. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined.

Manufacturer narrative:
(B)(4). Additional information: after treatment, the patient's dialysate was normal. On (B)(6) 2012, remedial treatment was stopped and the patient was discharged from the hospital. On (B)(6) 2012, the patient recovered from the event of peritonitis.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from a physician from (B)(6) of peritonitis. On an unreported date, the patient began treatment with dianeal pd4 (dose, frequency not reported) intraperitoneally (ip) for pd. It was not reported if pd therapy was ongoing. On (B)(6) 2012, the patient ''suffered from falling off'' of the peritoneal dialysis catheter. The patient ''grafted'' in the catheter himself without any disinfection treatment. On (B)(6) 2012, the patient felt feverish, had abdominal pain and came to the clinic where a physical examination showed ventral soft with rebound tenderness and turbid peritoneal effluent. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was admitted to the hospital and remedial treatment with teicoplanin 400mg IV drip daily and gentamicin 8 ''wu'' ip daily both for the peritonitis. The reporter classified the event as severe. The cause of the peritonitis was unknown. As of the time of this report, the patient remained hospitalized. The peritonitis was resolving.